Manufacturer narrative:
Additional, changed, and/or corrected data: b1, d4, h4.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "intracapsular rupture" diagnosed via CT scan. This record is for the left side. Device has been explanted and replaced.